Event description:
It was reported that the patient underwent a full revision due to high impedance. The suspect device was received, and product analysis is underway. No other relevant information has been received to date.